Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.